Event description:
Patient came in for a routine generator change due to normal eri. During the procedure, the rep used electro cautery, and the device pacing rate went down to 37ppm. The doctor then stopped and the device returned to its programmed base rate of 70ppm after a few minutes. Afterward, the rep successfully completed the procedure without the use of cautery. The patient did not suffer any health complications from surgery.